Manufacturer narrative:
Post market quality assurance lab confirmed the allegation from the field. The power supply was confirmed to be excessively hot to the touch and displayed an audible ringing could be heard during testing. The power supply was observed to have melting to the case during analysis.

Event description:
Boston scientific crm received information that the patient's communicator had no power to it. The power supply became hot to the touch. No adverse patient effects or injuries reported. No longer in service.